Event description:
A malfunction alarm was reported without any notable events occurring beforehand. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and helped the customer reset the pump, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to call back if the malfunction code reoccurred.